Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced fungal peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and was treated with vancomcyin injection (1gm, every 4th day) and amikacin injection (1gm, per day) for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was discontinued and the patient was transferred to hemodialysis (thrice a week). No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced fungal peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and was treated with vancomcyin injection (1gm, every 4th day) and amikacin injection (1gm, per day) for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was discontinued and the patient was transferred to hemodialysis (thrice a week). No additional information is available.